Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by a visual inspection and did not reproduce the complaint. Fse replaced the eki board, which resolved the reported errors. Fse repaired and validated the analyzer by successfully performing quality control run without error and within acceptable range. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(6) from (B)(6) 2021 through aware date (B)(6) 2022. There were no similar complaints identified during the search period. Aia-2000 operator's manual on the appendix 4: error messages: (2062) specimen level detection failure by main arm cause: no liquid level was detected even after the specimen dispensing tip was lowered to the bottom of the container. The measurement result will be flagged (ss flag). Solution: verify that the specimen is in the correct position and its volume is sufficient. If retry fails, contact tosoh service center or local representatives. (2081) sample shortage detected. Cause: detected volume insufficient for sampling operation. Assay result will be flagged (ss flag). Solution: replenish specimen and retry assay operation. (A64) sampling. Cause: error detected in suction operation of loader (and beltline) specimen. The following messages will also be output simultaneously. Solution: take measures according to the errors output simultaneously. The most probable cause of the reported event was due to the faulty eki board.

Event description:
A customer reported error messages ¿2062 specimen level detection failure by main arm", "a64 sampling suction failure" and "2081 sample shortage detected¿ on the aia-2000 analyzer. The customer also stated there is plenty of fluid in the tube and it has happened on several samples. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for intact parathyroid hormone (ipth). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.